Manufacturer narrative:
Initial reporter: postal code: (B)(6). (B)(4). Device photo analysis: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade iii.

Event description:
Physician reported capsular contracture - baker grade iii diagnosed by MRI. Device has been explanted. This relates to the left side.

Event description:
Physician reported capsular contracture - baker grade iii diagnosed by MRI. Device has been explanted. This relates to the left side.